Manufacturer narrative:
Hologic thoroughly reviewed the panther logs and noted the initial sample curve exhibited an atypical low baseline fluorescence. This low fluorescence returned to normal early in the assay process. As a result, the software produced a high titer result for this sample. Hologic performed a risk assessment. Over-quantification of hiv viral load may lead to a change in antiretroviral therapy (art) or unnecessary initiation of art treatment. However, under standard hiv viral load monitoring guidelines, a change in patient viral load is to be confirmed prior to change in patient treatment. In addition, upon initiation of art treatment, clinicians are expected to interpret assay results in conjunction with patient history and other available data. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event. H3 other text: other.

Event description:
On july 18, 2025, a customer reported to hologic that the panther instrument (serial number: (B)(6)) had a discrepant aptima hiv result using the aptima hiv-1 quant dx assay (ml: 896020) under worklist (B)(4). The customer reported that the first run of the sample produced a positive signal. This result was questioned based on patient history. The customer also questioned the result as they recognized an ltr signal arising very early before rapidly returning to zero. The customer decided to repeat the sample before reporting out the positive result. The retest of the sample was negative, and this negative result was reported out. Hologic has not been informed of any patient treatment or any adverse patient outcomes related to this event.